Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded low out-of-range shock impedance measurements less than 20 ohms and a single high out-of-range shock impedance measurement of 156 ohms due to electromagnetic interference (emi) from a coronary artery bypass graft (CABG) surgery. Shock impedance trends showed average measurements were otherwise in the 70-80 ohms range, and post-procedure the average was approximately 60 ohms. This ICD system remains in service, and will continue to be monitored. No adverse patient effects were reported.